Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate or verify the reported issue. Stryker replaced the device's keypad out of precaution. No device problems were detected. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device's buttons were working intermittently and they were unable to change defibrillation modes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.